Manufacturer narrative:
Evaluation: the iab was received for evaluation in 2 sections. The first section consisted of the balloon membrane and attached catheter tubing and the second section consisted of the remaining portion of the catheter, y-fitting, and extracorporeal tubing. Blood noted within the entire device. The inner lumen within the membrane was observed to be severely kinked and elongated. Visual examination revealed smooth-edged tears in the membrane. Underwater leak testing disclosed a leak in the membrane. Under microscopy, the primary penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The secondary leak sites were the tears in the membrane. Probable cause of difficulty: the ragged-edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The attached illustration details the exact location of the leak and the abraded area on the balloon membrane. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is not entirely uncommon and has been rpt'd in the literature on various occasions. Unfortunately, all intra-aortic balloons are the possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and on the size and shape of the aorta, as well as the balloon's position in relation to that plaque. The physical evidence (dried blood within the iab/membrane tears/elongated and kinked inner lumen) and rpt'd problem is consistent with that of an iab which was difficult to remove from the pt. The membrane tears most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. The damage to the pt artery most likely resulted when the iab had to be srugically removed (although is was not rpt'd). Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been exprienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If, for any reason, undue resistance is met during removal of the balloon, co would be well advised to call for a vascular consultation.

Event description:
The iab was inserted into the pt on 5/26/97. On 5/28/97 an alarm sounded from the pump. Then, blood leaked into the catheter. The doctor had difficulty removing the iab. As a result of the event, when the iab was removed a portion of the pt's crural artery was removed. (Event complications:difficult removal/artery damaged-reported 6/13/97.) (Pt's current status:unk - rpt'd 6/13/97.)